Manufacturer narrative:
The incident device has been received but is awaiting to be evaluated. Investigation is in-process. A follow-up report will be provided if additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
It has been reported to the manufacturer by kc sales that the green plastic tip at the end of the suction swab has come off in the patient's mouth. There was no report of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.